Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status in three years. The physician was dissatisfied with the longevity of the device so it was removed and returned to guidant for analysis.